Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent a recurrent incisional hernia repair on (B)(6) 2016. It was reported that the patient underwent partial mesh removal surgery with electrocautery and the patient underwent a repair with the placement of a mesh. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent a recurrent incisional hernia repair on (B)(6) 2016. It was reported that the patient underwent partial mesh removal surgery with electrocautery and the patient underwent a repair with the placement of a mesh. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 7/3/2022. H6: appropriate term / code not available (e2402) utilized to capture bulging. Additional b5 narrative: it was reported that following the procedure, patient experienced pain, bulging, inflammation and hernia recurrence.

Manufacturer narrative:
Date sent to the FDA: 3/16/2022. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.